Manufacturer narrative:
The insulin pump passed all operating currents tested with in the spec range and passed off no power test. No unexpected battery out limit. The pump was received with cracked reservoir tube lip, severely scratched display window, cracked case near display window corners, and cracked on display window.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that her batteries run out pretty fast so she always carries 10 batteries with her. The customer stated that she had surgery in june and remembered having trouble seeing the screen due to scratches. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.